Event description:
Cna had completed tub bath with resident. Cna connected carrier to tub and began to slide tub chair on carrier. Carrier moved away from tub causing the tub chair to fall back. Resident fell back in chair and sustained a laceration to back of head. Sent to ER where pt received sutures. Resident is stable.